Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the pacemaker lead exhibited high impedance. The lead was not used to complete the procedure. The patient remained in stable condition.

Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received stated that the event was reported in error. There was no malfunction associated with the lead.